Event description:
Patient was undergoing placement of gastrostomy tube. While dilating, the dilators came apart and were retained in the stomach. Endoscopy was performed to remove the retained dilator and was unsuccessful. Patient was transferred to operating room for an exploratory laparotomy to remove dilator. Gastrostomy tube was placed while in the operating room.